Event description:
The procedure was coil embolization for major aortopulmonary collateral artery. The characteristics of the vessel/aneurysm were not provided. During the procedure, it was difficult to detach the orbit helical fill 2x8 ((B)(4)/lot unk) using a trufill dcs syringe ii ((B)(4)), but after several attempts, the syringe detach the coil. It is unknown if the red zone or blue was zone exceed on the syringe prior to use. After, an orbit helical fill 3x10 ((B)(4)) would not detached at the green zone or the red alternative detachment zone using the same syringe, so the syringe was removed. However, while pulling the coil delivery system back from the patient, the coil unintentionally detached from the delivery system in the progreat microcatheter (terumo). The coil was somehow safely retrieved from the patient, and it is unknown if the coil and the microcatheter were removed as a unit. Afterwards, another orbit helical fill 2x8 coil ((B)(4)/lot unk) would not detached at the green zone or the red alternative detachment zone. The physician now decided to replace the syringe for a new one ((B)(4)) and tried to detach the same coil which ended up unsuccessful. By getting the coil caught on a microcatheter tip, the coil finally managed to detach the coil and place it in the aneurysm. The syringe was removed, and replaced for another syringe ((B)(4)). Afterwards, all other coils were detached using the new syringe without any difficulties and the procedure was completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringes and the coil by visual inspection. One syringe ((B)(4)) and the orbit ((B)(4)) are going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A non-sterile terumo microcatheter was received coiled inside a plastic bag. The product was inspected and a flat/compressed section was found at 10 cm from the hub. The hub was inspected and no damage was found; however, it was noted to have excessive dried blood inside of it. Some waves were found on the product but apparently can occur during the handling of the unit when this was return for evaluation. The microcatheter was inspected under microscope, the flat/compressed section was confirmed; the hub was noted to be clogged with dried blood. Upon review of the hub, it could be noticed a foreign matter that looked like a coil clogged with the dried blood. Therefore, an x-ray analysis was performed on the returned mc and the coil was confirmed to be jammed inside of the returned mc, the coil was noted to have stretched sections. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "failure to detach" and "premature detachment" could not be confirmed due to the delivery system not being returned for analysis and the coil was jammed inside of the returned mc. The cause of the coil separated from the delivery system was the excessive dried blood found inside of the returned microcatheter, that caused the coil to detach while retrieving the unit from the microcatheter. The cause of the flattened/compressed section of the returned mc could not be conclusively determined. The cause of the reported incidents "failure to detach" and "premature detachment" and the damages found on the coil could not be conclusively determined; however these not appear to be manufacturing related since per ch&ss investigation "prior to use, no defect (kink, bends etc) was noted on both the syringes and the coil by visual inspection." Additionally inspection is in place that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to have impacted on the failure reported; therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15367053 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was coil embolization for major aortopulmonary collateral artery (characteristics of the vessel/aneurysm were not provided). During the procedure, it was difficult to detach the orbit helical fill 2x8 (637hf0208/lot unk) using a trufill dcs syringe ii (635-002/96331146), but after several attempts with the syringe, the coil detached. It is unknown if the red zone or blue was zone exceed on the syringe prior to use. After this, an orbit helical fill 3x10 (637hf0310/15367053) would not detached at the green zone or the red alternative detachment zone using the same syringe, so the syringe was removed. However, while pulling the coil delivery system back from the target site, the coil unintentionally detached from the delivery system in the progreat microcatheter (terumo). The coil was somehow safely retrieved from the patient, and it is unknown if the coil and the microcatheter were removed as a unit. Afterwards, another orbit helical fill 2x8 coil (637hf0208/lot unk) would not detached at the green zone or the red alternative detachment zone. The physician now decided to replace the syringe for a new one (635-002/96331146) and tried to detach the same coil which ended up unsuccessful. But, by getting the coil caught on a microcatheter tip, the coil finally managed to detach the coil, which was placed in the aneurysm. The syringe was removed, and replaced for another syringe (635-002/95331143). Afterwards, all other coils were detached using the new syringe without any difficulties and the procedure was completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringes and the coil by visual inspection. The dcs syringe (635-002/96331146) is going to be returned for evaluation. No further information was available. A non-sterile terumo microcatheter (mc) was received coiled inside a plastic bag. The product was inspected and a flat/compressed section was found at 10 cm from the hub. The hub was inspected and no damage was found; however it was noted to have excessive dried blood inside of it. Some waves were found on the product but apparently can occur during the handling of the unit when this was return for evaluation. With microscopic inspection, the flat/compressed section on the mc was confirmed; the hub was noted to be clogged with dried blood. Upon review of the hub, a foreign matter that looked like a coil clogged with the dried blood was noted. Therefore, an x-ray analysis was performed on the returned mc and the coil was confirmed to be jammed inside of the returned mc. The coil was noted to have stretched sections. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of the coil to detach followed by unintended detachment could not be evaluated for possible root cause since the delivery system was not returned for analysis. It was confirmed that the coil was detached and inside of the concomitant mc. It is possible that the excessive amount of blood found inside of the returned mc may have contributed to the detachment of the coil during retrieval. The instructions for use outlines that it is critical that a continuous infusion of appropriate flush solution be maintained between the microcatheter and the coil system. The cause and timing of the flattened/compressed section of the returned mc could not be conclusively determined; therefore, the impact on the unintended detachment cannot be determined. One of the involved syringes was returned and the testing found that it functioned per manufacturing specification. Based on the available information and analysis the cause of the reported events and damages on the returned devices could not be conclusively determined; procedural and handling factors may have impacted the reported event and analysis findings. There is no indication of a relationship to the manufacturing process. Additionally inspection is in place to prevent these types of damages/failures from leaving from the facility. Therefore no corrective action will be taken at this time. This is one of two devices reported under mfg report numbers 1058196-2012-00173 and 1058196-2012-00189.